Event description:
The patient has an implanted amsg3-e guardian (serial number (B)(6)) the device is not responding to the exd device of the patient, nor the wand exd devices tried on this date. It also did not respond to 2 separate programmers tried. It is determined that the serial number is part of the corrective internal action of possible battery manufacturer production issue. The letter was signed by dr. (B)(6) and the patient was informed. The patient would like to have the device swapped out. This MDR is being filed retroactively at the request of cdrh and oii in the FDA after an inspection was performed on feb 19th - thru - march 11th 2025. This event is one of 25 events related to the same battery ssue. This problem was investigated and solved and a vountary correction was implanted 2 years ago.